Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (moisture ingress with damage) issue. It was reported that the battery compartment was damaged and the patient had been in the water with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2018 with the following findings: the black box showed dates from (B)(6)2018 to (B)(6)2018. The black box data from the date of the complaint had been overwritten. No battery cap or cartridge cap was returned. All testing was performed with test caps. The pump powered up with a test battery cap. The test cap was unable to fully to fully tighten. Battery compartment cracks were observed from the thread area to the case seal and below the grip pad. Evidence of moisture was observed inside the battery compartment. The pump was tested for a minimum of 12 hours with a one unit per hour basal setting with no errors, warnings or alarms, no overheating, or no power loss duplicated. Current draw values were within specifications. A leak test showed a leak at the battery compartment crack. The pump case was removed. No evidence of additional moisture was found inside the pump. The power flex and power components were inspected with no defects found. No evidence of pump overheating was duplicated during investigation. A battery was not returned with the pump.